Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions . H11: investigation summary . Complaint investigation results . A complaint investigation was conducted based on the event description and the assigned malfunction code occlusion at infusion site (infusion set related)- blockage. Additional information was requested to support the investigation; however, a lot number information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In response to the complaint and due to the absence of a specific lot number, a highlevel investigation was conducted for the inset minimed quick set infusion set (sc1) product family and the assigned malfunction. The investigation included an electronic quality management system (eqms) search, assessment of complaint trends, and review of relevant risk management files. The assessment of complaint data for the applicable product family identified an elevated trend for the assigned malfunction. Therefore, a corrective and preventive action CAPA 2537337 was initiated to further analyze the trend and implement corrective and/or preventive actions as warranted by the findings. Please refer to the attached memo for full investigation details: minimed quick-set_occlusion. Enclosure 1: electronic quality management system (eqms) search results. Enclosure 2: maintenance results. Enclosure 3: raw data for complaint trending. Corrective and preventive action (CAPA) determination . Based on the investigation, a corrective and preventive action corrective and preventive action (CAPA) 2537337 was initiated to further analyze the trend and implement corrective and/or preventive actions as warranted by the findings. No additional actions are required at the individual complaint level at this time. The complaint record will be closed and continue to be monitored through routine tracking and trending per wi-001031 (monthly trips and alerts). Complaint investigation ¿ conclusion . Due to the absence of a lot number and returned product, the investigation was limited to a high level review of the inset minimed quick set infusion set (sc1) product family, including an electronic quality management system (eqms) search, complaint trending, and review of applicable risk management documentation. Complaint trending for the product family indicated an elevated rate for the referenced malfunction, prompting initiation of a corrective and preventive action (CAPA) to further analyze the trend and implement corrective and/or preventive actions as warranted by the findings. No further action is required at the individual complaint level at this time. The record will be closed with continued monitoring through routine tracking and trending per work instruction (wi) (monthly trips and alerts). The record may be reassessed if additional information becomes available. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number . Reporting site: 8021545 . Manufacturing site: 3003442380.

Event description:
It was reported that the patient was hospitalized on (B)(4) 2024 due to hyperglycemia resulting from an insulin flow block at the infusion site. The hyperglycemia was treated with a IV fluids and manual shots.